Manufacturer narrative:
The device was received with the exposed portion of the soft cannula torn and flattened. It could not be determined when or how this damage occurred. Due to the soft cannula being torn, the fluid path could not be tested in its entirety. No manufacturing defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 320 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (back). As treatment, the patient changed out the pod for a new pod.